Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg), omsc surmised that the reported phenomenon was attributed to the insufficient reprocess of the subject device by the user. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has been not returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the foreign objects were found during the incoming inspection of the subject device by the repair center of olympus (B)(4) (oekg) as follows; there were the foreign objects in the instrument channel port of the subject device there were the foreign objects in the suction channel of the subject device there were the foreign objects in the suction valve of the subject device the foreign objects had been clogged in the instrument channel from the distal end of the subject device it was not provided the other detailed information. There was no patient injury associated with this report.